Event description:
It was reported that after the pt had the catheter for 8 months, leakage was found during the process of flushing. A few big holes were found 10cm distance from the connector after the catheter was removed.

Manufacturer narrative:
The complaint of a leak (two partial breaks) in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed two partial breaks in the catheter tubing. The locations of the two partial breaks are located between the 37 and 38 cm depth markers. The partial break sites are nearly perpendicular to the axis of the tubing. The two breaks sites exhibits slightly rounded edges. The tubing surrounding the partial break sites are slightly compressed. It appears that the catheter was subject to fatigue failure, which is the gradual fracture of a component that is under cyclic loads. When a catheter is kinked or bent, the tubing on the inside of a kink would be under compressive loads causing friction and material wear. Flexural fatigue appears to have attributed to two partial break sites located on the catheter tubing. A lot history review (lhr) of rexf1190 showed no other similar product complaint(s) from this lot number.